Event description:
The customer reported that drill broke off in patient and was left in situ.

Manufacturer narrative:
Device is not accessible. If additional information becomes available, it will be provided in a supplemental report. Remains implanted in the patient.

Manufacturer narrative:
Correction: please refer to d1 the reported event could be confirmed, as we received a picture of the damaged device. However, we did not receive the device. The visual inspection has shown and confirms that the tip of the drill bit is broken. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that drill broke off in patient and was left in situ.